Event description:
During service by baxter, depleted batteries were found. The hospital representative did not have information regarding whether or not there was any patient injury or medical intervention reported.